Manufacturer narrative:
Updated data: b4,e1(name & email),e2,e3,g2,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical &impact).

Event description:
It was reported that during battery maintenance, the cardiosave intra-aortic balloon pump (iabp) unit batteries maintenance failed . Batteries need replacing . There is no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse replaced the deflective batteries. The iabp passed all functional tests and was returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit batteries maintenance failed. Batteries need replacing. There is no patient harm reported.